Event description:
Drive devilbiss received a notification of an incident with a rollator/transport chair from end user's daughter. It was reported that "the end user was attempting to get out of bed in the middle of the night to go the bathroom with the assistance of the item and fell and hit their head." The end user was admitted to the hospital as a result of the fall where they received 7 stitches over their eye. Drive received the unit for investigation and confirmed that the right handbrake broke but could not determine the root cause. Devilbiss will continue to monitor complaints for trends.